Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147181.

Event description:
Voluntary medwatch received states that patient's lead was capped and replaced for unknown malfunction. There were no patient consequences.